Event description:
It was reported that the rep wanted the data from this pacemaker reviewed and alleged undersensing by the device. The patient was on medication that could cause ventricular tachycardia (vt)/ventricular fibrillation (vf). The data was reviewed by technical services (ts) and no noise or undersensing was noted. This pacemaker remains in service. No adverse patient effects were reported.